Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
Complaint reported as: "(B)(6) 2019, in (B)(6) hospital, doctor found the cuff leaking during usage on the patient for one-lung ventilation (pulmonary sequestration) by the anesthesiologist. Then changing a new one and it worked. As the immediate action, there was no impact on the patient, and the patient had no obvious discomfort." No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "(B)(6) 2019, in (B)(6) hospital, doctor found the cuff leaking during usage on the patient for one-lung ventilation (pulmonary sequestration) by the anesthesiologist. Then changing a new one and it worked. As the immediate action, there was no impact on the patient, and the patient had no obvious discomfort." No patient injury or harm reported.